Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Radiograph review indicates there is no issues with anatomic alignment, no signs of loosening, wear, radiolucency, bones appear well mineralized, no fracture or dislocation, large suprapatellar joint effusion and edema in hoffa's fat pad. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: femur trabecular metal cruciate retaining (cr) catalog # 42502205802 lot # 64894501 natural tibia trabecular metal two-peg porous fixed bearing catalog # 42530006702 lot # 64696346. Nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella. Catalog # 00587806532 lot # 65019535. Biomet bc r 1x40 us catalog # 110035368 lot # az50ba2102. Biomet bc r 1x40 us catalog # 110035368 lot # y11baa2101. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00485. 0001822565-2023-00487.

Event description:
It was reported patient underwent a revision procedure fifteen months post implantation due to pain in knee. Attempts to obtain additional information have been made; however, no more is available.